Event description:
Patient presented to the physician with a hematoma at the neck incision. Physician drained the hematoma and placed the patient on antibiotics. Physician suspects the hematoma may have been caused by a spike in the patient''s blood pressure.